Manufacturer narrative:
(B)(4). Additional information: a DHR on final packaging lot zmdbc4 and all associated sub assemblies zmbbgc; zmdbcz; zmcbfp; zmdbb4; zmdbb3; zmdbbr; zmdbbp; zmcbd8 was performed. No discrepancies were recorded during the manufacturing process in relation to the event described.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: q: what is the patients current status? A: the patient is currently in perfect condition. Q: has the patient had any adjustments or has the port been accessed since implant of the device? A: the patient had several adjustments during the last 3 years. Q: how was the port disconnect detected? A: the port disconnection was detected by the inability to make an adjustment followed by an x-ray that showed the disconnection. Q: was the locking connector attached to the port? A: the locking connector was attached to the port. Q: where was the strain relief? A: the tube had slipped from the port and the subcutaneous canal and it was found in the abdominal cavity. There was no damage either to the tube or to the port. N/a. Q: is this the first incident of port disconnection? A: this is the first incident of port disconnection. Q: are these the correct dates of previous port disconnection? (B)(6) 2015. A: on (B)(6) 2015, the patient was operated and the tube was reconnected to the port. On (B)(6), due to inability for an adjustment, the port was investigated and it was found that it was again disconnected. The port was removed. Q: was the band replaced with another bd3xv? A: the band has not been removed.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the patient¿s current status? Has the patient had any adjustments or has the port been accessed since implant of the device? How was the port disconnect detected? Was the locking connector attached to the port? Where was the strain relief? Are these the correct dates of previous port disconnection? (B)(6) 2015. Was the band replaced with another bd3xv?

Event description:
It was reported that after a laparoscopic gastric ring placement, the patient submitted on (B)(6) 2012 at laparoscopic gastric ring placement (bariatric surgery). On (B)(6) 2015 patient underwent new surgery due to disconnection of the infusion tube from the valve. The port was removed. On (B)(6) 2015 a check valve was again disconnected from the injection pipe. The integrity of the valve appeared in good condition. There were no adverse consequences for the patient reported.